Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient noticed that the connection was loose between the transfer set and the patient connector of the patient line extension after noting solution leaking from the connection. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.